Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that in the last couple of months, it did not seem like the therapy was working for her. The patient noted that she got the therapy to help stop her from peeing all the time and she was peeing all the time. The patient stated that since she was still peeing all the time, the healthcare provider (hcp) had given her two different pills to take. The patient reported that she had gone to hcp in the earlier part of july because she had a bladder infection, then stated that it was a uti. Patient services asked if the uti had resolved and the patient said that she would think so. Patient services reviewed regarding lack of symptom control, that patient services could help the patient check settings/make adjustment if the patient desired. The patient programmer (pp) showed that stim was on. The patient reported that her patient programmer (pp) wasn't working because she would see the sync screen when she tried to get the settings pulled up, the patient was able to get settings pulled up during call. The patient was on p2 at 1.2v and reported that she didn't feel stimulation but if she turned stimulation to 1.3v she felt pain in groin. The patient requested assistance trying different program. The patient changed to p3 and felt stimulation in the bike seat area at 0.4 comfortably. Patient services reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with hcp. It was noted that the patient would follow up with the hcp to have device checked. No further complications were anticipated/reported.